Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no observations related to the customer complaint. Functional testing was performed and resulting in no failures related to the customer complaint. The data log was reviewed finding a firmware error. The reported event was confirmed; however, a root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver displayed the initializing screen without manual restart. No additional event or patient information is available.